Event description:
IV treprostinil pt via a cadd solis pump. Per (B)(6), hospital pharmacist, pt reported the emergency room (ER) because their cassette was leaking. It is unknown if the pt will be admitted. The fault did occur while in use with a pt and while it is unknown if the pt experienced an adverse events due to the defect, they did seek medical intervention at the ER. It is unknown if the product is available for investigation. The pharmacy has not replaced the product as pt has not yet requested replacement. It is unknown if the pt had a backup product available or if they were able to continue their life-sustaining infusion. The event is ongoing. No additional information, details, or dates available. This is a continuous infusion. Set flow rate and volume delivered are unknown. Position of the pump when alarm occurred is not applicable as no pump alarm was reported. Pump return tracking info is not applicable as no pump issue was reported. Photographs were not provided. Pulmonary arterial hypertension. Lot number 617675.